Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer successfully resolved the issue by performing a pump reset with guidance from technical support and was able to start their sensor session without further errors.